Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6), 2012. According to the complainant, during the procedure, the clip was placed on the tissue however; the clip failed to release from the catheter. Reportedly, the clip eventually released from the catheter and fell off into the patient. The clip was retrieved. In addition, it was reported that the scope was not in a retroflex position and the event caused a one to five minute delay in the procedure. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination found that the device returned with the clip assembly was fully deployed and returned inside the package. The control wire was separated per design. It was also noticed that the yoke was missing. The reported event of difficulty releasing clip was not able to be confirmed as the clip assembly was fully deployed, the control wire was separated per design and the yoke was missing. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6) 2012. According to the complainant, during the procedure, the clip was placed on the tissue however; the clip failed to release from the catheter. Reportedly, the clip eventually released from the catheter and fell off into the patient. The clip was retrieved. In addition, it was reported that the scope was not in a retroflex position and the event caused a one to five minute delay in the procedure. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.